Manufacturer narrative:
(B)(4). Additional information: medwatch report #2201630000-2019-8041.

Manufacturer narrative:
(B)(4). Batch # t92k0k. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number t92n2x, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the jaw of the device became stiff/stuck and would not open/ close. Second device was used to finish the case, without patient consequences. The procedure was successfully completed and there were no fragments generated.